Event description:
Upon removal of the insyte autoguard, the tip of the catheter broke off.

Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).